Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed redness, inflammation, and an infection at the needle puncture site. On (B)(6) 2025, they consulted a physician who prescribed an oral antibiotic medication (amoxicillin 500 mg, twice a day for seven days). At the time of the report, the reaction site had already healed. No data or product was provided for investigation. The allegation and a probable cause could not be determined. No additional patient or event information is available.